Event description:
During dialysis treatment it was noticed a significant swelling over the tunneling area. After catheter removal is small fissure was detected which caused fluid leakage. The device is implanted in (B)(6) 2012 (implanted for 2 years, 3 months.)

Manufacturer narrative:
Received a portion of a split stream catheter lumen for evaluation. A visual examination of the catheter revealed the lumen has a kink approximately 1 cm below the cuff. Where the kink bends there is a 4mm crack in the outside of the lumen running lengthwise. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen material. The incident report noted the catheter was inserted for two years and three months prior to the incident with no reported incidents. We are unable to determine the exact cause of the event; however it appears that long term bending of the catheter, causing the kink, may have stressed the lumen resulting in the crack in the side of the lumen.